Event description:
It was reported that an ilet user experienced fluctuating glucose overnight with a low of 55 mg/dl followed by a high of 300 mg/dl, during which an alert 38 motor stall occurred and the ilet did not deliver insulin to reduce hyperglycemia; the user performed a full supply change with a 23 in 6 mm infusion set and later used a usual dinner meal announcement to return to a stable range, though the ilet displayed a message that prevented dosing at the time. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute complications. Outcomes included patient self-management of low glucose with oral carbohydrates and correction of high glucose without medical intervention. Investigation included device data syncing, dexcom pairing verification, portal reset, mobile sync and update, and device replacement with return requested for evaluation. Investigation of this device revealed a reported motor stall alarm and interrupted insulin delivery consistent with a pump malfunction impacting insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to pump motor performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.